Event description:
It was reported that the patient with this neurostimulator experienced pain and burning at the pocket site both when the ins was on and off. The patient felt that the lead was poking through their back and was scared about potential nerve damage. The patient did report losing weight but did not believe that it was enough to cause these events. The patient had pain in their left hip when sitting and standing, driving and when wearing pants. The patient stated that it felt that it was overstimulating them and that it affected their menstrual cycle. The patient had an x-ray and it showed that the device had not moved. The patient was reprogrammed 2 to 3 months ago. The patient felt that their concerns were not being addressed appropriately and that they were not seeing any benefits. The patient then underwent an explant. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: 1201 model number/catalog number: serial number: (B)(6) model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.